Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "149 and 157 mg/dl" with the subject meter and "99 mg/dl" on another device. The dates/times of the meter comparisons were not provided. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.